Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
It was reported that the device powered on and/or off by itself. There was no patient use associated with the reported event.